Manufacturer narrative:
As per information provided, this event is not reportable as it was confirmed that the surgeon was able to finish the surgery with same device by manipulating it and achieving fixation of both implants. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the deployment slider would not return to the t2 deployment position after deployment of t1. Per the device instructions for use under warning: if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscal repair, after the fist anchor was inserted, the rod did not come right back, as per this issue the second anchor was not able to be deployed. No patient injuries or significant delay reported. Surgery was finished using the same device after it was manipulated by the surgeon.